Event description:
It was reported that this patient was in hospital for the device and lead changeout procedure due to high out of range shock impedance measurements, measuring greater than 200 ohms. However, while connecting this rv lead to new non-boston scientific device, the impedance measurements came out to be normal. The physician opted to not replaced the lead and this rv lead remains in service. No additional patient adverse effects were reported.